Manufacturer narrative:
The t:flex pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was over 200 mg/dl and was addressed with insulin injections. The customer perform a system check and found that the tubing should be changed. Reportedly, the customer was using apidra insulin.